Manufacturer narrative:
The hill-rom technician evaluated and tested the lift and found no malfunction. The user manual for the golvo 8008 lift(7en140105, rev. 6) safety instructions state: before using the lift the first time make sure that: the lift is assembled in accordance with the assembly instructions: the lifting accessories are properly attached to the lift. The batteries have been charged for at least 8 hours. You have read the instruction guide for the lift and lifting. Accessories: personnel using the lift are informed of the correct use of the lift and lifting accessories. The lifting accessory is selected appropriately, in terms of type, size, material and design with regard to the patient¿s needs. Before lifting, always ensure that: the lift strap is not twisted or worn and can move in and out of the lift freely. The lifting accessories are not damaged. The lifting accessory is correctly and securely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The lifting accessories hang vertically and can move freely. The sling bar latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The patient sustained a hip fracture due to the event which requires intervention to prevent permanent impairment or damage to a body structure or function. There was no evidence nor allegation of a malfunction. Per the customer, this was misuse by the nurse. The instructions for use of the device include instructions for proper sling use and a warning to lower the patient to a firm surface and adjust the sling in the event that it is not attached correctly. Additionally, the instructions for use for the sling include warnings that include ensuring the sling meets the patient's needs including maximum load, the straps are correctly connected to the sling bar hooks, and the patient is sitting securely in the sling.

Event description:
Hill-rom received a report from an account stating a patient fell from a lift. The patient fractured their hip. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).